Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2016; product ID: 3058 mgu ipg, implanted: (B)(6) 2020; product ID: 3889-33 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited non physiologic electromagnetic interference. The ipg remains in use. No patient complications have been reported as a result of this event.